Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratches on the face that affecting visibility. The insulin pump was broken and unable to repair. The insulin pump had received no delivery alarm and vibration was not working. The sound of vibration was very low. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.